Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 801 module. Patient 1 initial result was 13.1 ng/l. The repeat result was 5.53 ng/l. Patient 2 initial result was 82.1 ng/l. The repeat result was 40.9 ng/l.

Manufacturer narrative:
The e801 module serial number was (B)(6).

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The troponin t hs reagent lot number was 79516801 with an expiration date of 30-sep-2025. Calibration and qc were acceptable. No relevant instrument alarms were observed. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.